Event description:
It was reported via repair work order that the motor control board was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer performed repair. Customer performed repair.